Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump is damaged at the back end, and the small circle piece is missing. Troubleshooting was performed. The customer stated that the numbers were not ramping on their own, but the scroll bar is not moving. The caller also stated that the buttons were unresponsive during a bolus. The customer mentioned that the device alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.